Event description:
Siemens became aware of a malfunction that occurred while operating the artis q ceiling system. During an emergency procedure on the patient with acute myocardial infarction, the system movements were not possible. The user tried restarting the machine, but the system still could not be moved. The patient was moved and the procedure was successfully completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The investigation of the reported issue was completed by siemens experts. The user declined an onsite service visit by a siemens local service engineer. According to the information provided by the customer, a power supply unit within the real-time controller (rtc) required repair. The repair was performed by the user facility without siemens involvement. As a result, a more detailed and independently verifiable analysis of the issue described in the complaint could not be conducted. No log files or other necessary information were provided for further analysis. A possible general error that would require corrective measures of the installed base could not be determined.